Manufacturer narrative:
Product complaint#: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When were the needles detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. Are the products available to be returned for evaluation? If yes, to who and where can a return kit be send for recollection? A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and usuture was used. The sutures came in a box of twelve (12) and the customer had an issue with three (3) and has pulled the remainder of the box from use on their shelves. The sales rep was not sure if any had been used prior to this issue. The customer had an issue with the sutures that had the needles pop off the suture when going to be used. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/23/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: when were the needles detached/pulled off from the suture (in the package, removal from package, during handling prior to use on patient or during use on the patient) ? Needles detached from the suture during use on the patient. Are the products available to be returned for evaluation? If yes, to who and where can a return kit be send for recollection? The products used in the case are not available, however, the hospital chose to proactively pull the remaining sutures in that box. They have offered to provide any of the remaining sutures in the box for evaluation if needed. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) source of information and complaint was luis the director of supply chain at the hospital, who got the complaint from the circulating nurse in the case.